Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized and treated with ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient recovered from the events. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.